Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a t12-14 posterior fusion on (B)(6) 2020, the teeth of the rod cutter were found to be broken. It is unknown if there was a surgical delay. The procedure was completed with the use of another rod cutter. There was no patient consequence reported. This complaint involves one (1) device. This report is for one (1) rod cutter. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted. Service and repair evaluation: the customer reported that during an unknown procedure on june 18, 2020, the rod cutter was damaged and need to be repair. The repair technician reported that the cutting jaws are damaged. Cutting jaws broken is the reason for repair. The cause of the issue is unknown. The following parts were replaced: jaw/bolt system. The item was repaired per the inspection sheet, passed synthes final inspection on 10-jul-2020 and will be returned to the customer upon completion of the service and repair process. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. H3, h4, h6: a device history record (DHR) review was conducted: part number: 388.72, lot number: t135084, manufacturing site: tuttlingen, release to warehouse date: 29-mar-2016. A review of the device history records was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.